Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, the patient required electrical cardioversion for atrial flutter and atrial fibrillation (af). The patient has recovered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.